Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer did not mention any symptom related to high blood glucose level. The insulin pump will be returned for analysis. The sensor, insulin pump and reservoir will not be returned and the infusion set will be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.